Event description:
I have been using the continuous glucose monitoring system freestyle libre since about (B)(6) of 2019. Starting in (B)(6) when I took the sensor off, there was a red rash under the sensor, the size of the sensor. It has been happening each time I use it since. Some of the spots are just now healing. I have talked with abbott industries and they say they have not changed the glue or anything. I have been to the web page and they have several complaints on the sensor. When talking with them they tell me to contact my dr for something to use on the spots. They will replace the sensor if I call them as long as I can provide a serial number then they ask me to return the sensor. If I still have it, I do. They will pay for shipping. If I don't have the sensor they will send a voucher for another one and I have to get a prescription to fill it. They don't seem to care or respond to the redness under the sensor. I am concerned that I used it all those months and it was fine. All of a sudden I am getting the rashes under the sensors. I have tried to send a complaint via an email to the lab or anyone at abbott ind along with a picture of my arm but it is always returned as not deliverable. I call again and ask for another email, send again and it is also returned. Nobody seems to care to get this info to the right people. Someone needs to talk with abbott about this happening to people. I changed it again yesterday and same thing. I don't mind the sensor on my arm but the rings I don't care for. FDA safety report ID# (B)(4).